Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, failure to cross the lesion occurred. The lesion being treated was located in the severely calcified left anterior descending artery. After the balloon pre-dilation, the 2.5x24mm promus element stent delivery system still can't pass the lesion. Then after using a cutting balloon again, the stent implantation was completed successfully with another of the same devices. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified stent damage. Some struts on the eighth row in from the distal end of the stent were raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).